Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion and malfunction alarm occurred. Customer's blood glucose was 250-285 mg/dl. Customer reset the pump and the malfunction alarm did not reoccur. Occlusion alarm had also been resolved. Customer reverted to using another pump and manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been performed and the alleged occlusion was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged malfunction was verified.